Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for lot 495810. Reference medwatch report with patient identifier (B)(6) for lot 495573.

Event description:
Customer reportedly received results the following results within 4 minutes on the aviva combo system: 488 mg/dl (lot 495573) and 170 mg/dl and 92 mg/dl (lot 495810). The customer used 2 separate lots of test strips and the same meter for these results. No adverse event was reported. The alleged product was requested for evaluation.